Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The issue is being investigated by manufacturing site. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
On (B)(6) 2018 maquet (B)(4) became aware of an issue with one of surgical lights- volista. As stated by customer, light handle fell off the light head. The circumstances of the issue are unknown however we decided to report the issue in abundance of caution as any part falling might be a source of contamination. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, (B)(4). Exemption#: e2018005. Getinge USA sales, llc (B)(4). Contact person: (B)(6). Maquet sas became aware of an incident with surgical light volista standop device. It was stated the handle fell off before the surgery. There was no adverse outcome reported. It was established that when the event occurred, the light-head did not meet its specification and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that the reported scenario has never lead to serious injury or worse. The root cause analysis confirmed that the malfunction of the central support can occur as a results of two factors: excessive tightening of screws during mounting of the handle support during installation or when the handle is removed and reinstalled at the customer site. From the information that was possible to be obtained we cannot conclude the exact root cause for this event. To prevent any other similar incident we have addressed this issue with a field action msa-2017-006-iu in us market.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Manufacturer reference number (B)(4).